Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial (B)(4). The result from the laboratory around noon was 2.0 inr. The customer tested on meter at 4 pm and the result was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was anemic and had a hemorrhage from a colonoscopy in august. The customer received a blood transfusion (two units of blood and two units of iron).the customer does not believe this was related to use of the meter. The customer had no direct thrombin inhibitors, no lupus, no antiphospholipid antibodies, and the customer had no abnormal bruising. The customer had nose bleeds which she stopped herself. She received no medical treatment. The customer had not been eating greens since she received a low reading of 1.2 inr from her doctor's roche meter. The date of testing was requested but was not provided. The suspect meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.4 inr; qc 2: 2.4 inr; master lot strips: qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.